Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott's investigation. The reported event of failure to interrogate issue was inconclusive due to explant damage. As received a device was received at end of service with puncture hole to the can. Final analysis found foreign substance used during explant procedure within the device which caused high current and interrogation difficulties in lab. No further tests in lab can be done due to the condition of the device. No other anomalies were identified.

Event description:
It was reported that the patient presented during clinical follow-up. In clinic, it was noted that multiple programmers were not able to interrogate the pacemaker due to loss of inductive telemetry. The reported device was explanted and replaced on (B)(6)2020. The patient was in stable condition.